Event description:
Related manufacturer reference numbers: 3006705815-2019-02172, 1627487-2019-06747. It was reported to abbott on the day of surgery that the patient had their system explanted due to ineffective stimulation.